Event description:
Ref importer report #: 1018233-2013-01656. Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Ams monarc subfascial hammock. Ams perigee with intepro lite ams elevate apical and posterior with intepro lite.

Manufacturer narrative:
(B)(4).